Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. While on support the patient was reported to have sepsis with a fever and experienced febrile episodes throughout support. It was reported that the patient also was suspected to have heparin induced thrombocytopenia resulting in the purge being changed from heparin to sodium bicarbonate with bivalirudin. The patient¿s condition was reported to have deteriorated. Computer tomography revealed multiple clots that were surgically removed. Reportedly on (B)(6) 2022, the patient underwent video assisted thoracoscopic revision of the central line and right anterior thoracotomy for pleural effusion due to hematoma and blood collection. Additionally, on (B)(6) 2022, there were multiple thrombus reported to the spine and aorta that were being managed with upper levels of therapeutic anticoagulation. Additional information was provided that noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.